Manufacturer narrative:
One device generator was returned for evaluation. The service center reported during the leakage check on non-active outputs, the upstream facing port(ufp) port delivered output power. The investigation found the k5 relay in the steering relay in poor condition. The investigation identified the cause of the reported event to be the k5 relay. The relay was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, during the leakage check for non-active outputs, the ufp port delivered an output power and the steering relay was in bad condition. Substitution of the steering relay was done and the fault was solved. No patient involved. No further information is available at this time.